Manufacturer narrative:
Customer did not respond to multiple contact attempts and did not provide device details (including not providing model number) at the time of reporting the event. As such, an evaluation of the event is done based on the initial reported event. This supplemental report is being submitted to provide this information. The device history record review (DHR) review cannot be performed without a model number and lot number. However, the manufacturing and quality control review was performed for the last 24 months of production and there are no non-conformities or deviations regarding the described issue. Per the reported information, the ceramic tip of the inner sheath broke off inside the patient. There was no harm to the patient. Based on the described damage pattern, it can be assumed the insulation tip's damage was caused by mechanical thermal influence. It cannot be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. The instructions for use (IFU) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. The user should inspect the instrument prior to every procedure. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localized with a suitable x-ray procedure or computer tomography and removed, if necessary. As for the technical cause, it is assumed that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Also note that the cause of the reported issue is attributed to wear and tear. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. The IFU includes the following statements: prior to using medical devices, please ensure they are in perfect technical condition. See also the warnings in the IFU. 4. Before use: warning. Infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.

Manufacturer narrative:
Customer reported this event without any particulars of the device. Due diligence was executed but resulted in no further information from the customer. As such, the device is unknown. The device will not be returned. Therefore, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, ceramic tip of the inner sheath of the resection set broke off inside the patient during an unknown procedure. No further details provided. There was no reported harm to the patient.